Event description:
It was reported that stapler was firing and powered out changed device out. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 6/28/2023. D4: batch # unk. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with a gap in the shroud with no reload present. In addition, rotation felt sticky when engaged with the orientation sensor. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Event log: two successful clinical firings, then firing into lockout three times before they stopped using it. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: prior to use, ensure the instrument is in the open position. Practice articulating the instrument noting the tactile cues and their differences. Note the device will only articulate if the jaws are open and the black partial close indicator is visible. Articulation is disabled when the device is fully closed, or when the black partial close indicator is not visible. The user may experience audible/haptic feedback during clamping and unclamping of the device. Verify that the jaws pivot in both directions. Once the jaws have reached the maximum angle of 55 degrees in either direction, if the articulation control button is pressed again, the instrument¿s motor will provide audible/haptic feedback. F. Ensure the jaws are fully open and press the home button on either side of the device. The articulated anvil jaw and reload jaw should return to the home (straight) position. Turn the rotating knob clockwise or counterclockwise by pushing on the rotating knob fins with the index finger using a downward or upward motion. The shaft will rotate freely in either direction when unclamped. Shaft rotation is disabled when the device is clamped. Close the jaws of the instrument by squeezing the closing trigger until it locks in place. An audible click indicates that the closing trigger and the jaws are locked. When the jaws of the instrument are closed, the red firing trigger lock and dark gray firing trigger are exposed. The event described could not be confirmed as the device performed without any difficulties noted and no reload was received for analysis. No conclusion could be reached as to how the shroud become damaged and the condition noted on rotation. A manufacturing record evaluation was performed for the finished device batch number 127c57, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.